Event description:
A high reading issue was reported with the freestyle libre 2 sensor. The customer obtained sensor readings of 356 mg/dl and 333 mg/dl compared to readings of 80 mg/dl and 51 mg/dl obtained on the built-in meter. The results, when plotted on a parkes error grid, fell into the 'c, d' zone showing the difference in values to be clinically significant. No adverse symptoms were reported, however, customer was treated with juice by caregiver. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.